Event description:
The patient presented with a diagnosis of an abdominal aortic aneurysm] which was treated with a gore® excluder® aaa endoprosthesis featuring c3® delivery system on (B)(6) 2019. The device was inserted into the patient. The physician rotated the device in the sheath to achieve a comfortable orientation before proceeding. The first handle was deployed without incident, and the gate was cannulated. Upon cannulation, the graft slipped approximately 3 cm distally. The physician believed the device was still partially constrained, and attempted to fully constrain the device and move it to the planned position. When doing so, a sound like grinding plastic was heard. A second deployment was attempted, and ballooning was performed. The device still appeared to be partially constrained. The hatch on the device was opened, and it was seen that the first stage was deployed properly. Stages 2 and 3 were completed from the hatch. The device still appeared to be partially deployed, and a type iii endoleak was observed. Two cuffs were added to address the type iii endoleak. Ballooning was performed again, and an additional cuff was added. The patient aorta was angulated approximately 25-30 degrees. Patient outcome is unknown.

Manufacturer narrative:
H6: results code - 3221. H6: conclusions code - 4315. H10/11: additional narrative and/or corrected data: the device was returned for evaluation. The engineering evaluation stated that: the backup deployment line access hatch is missing. The lock pin (line 2) is still attached to the constraining mechanism and has been completely pulled out of the hatch opening. The constraining loop (line 3) has been cut at the hatch opening. The constraining mechanism is still attached to the handle. The red safety lock was able to be moved. The black nut was found to be not completely advanced to the unconstrained position. Engineering was able to move the nut up and down the screw assembly. The screw assembly compression spring has slipped out of its housing and is off-track. Based on the findings from the evaluation: the physician¿s observations that while attempting to fully constrain the device a sound like grinding plastic was heard, was confirmed. Because the device was deployed and no clinical imaging from the case was available, the observation that upon cannulation, the graft slipped approximately 3cm distally could not be confirmed. For the same reason, the observation that while attempting a second deployment, and ballooning was performed, the device still appeared to be partially constrained could not be confirmed. And finally, the observation that after the backup deployment line access hatch was used, the device still appeared to be partially deployed, and a type iii endoleak was observed could not be confirmed. The likely cause for the compression spring being out of its housing and off-track could not be determined with the available information.